Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device analyzed the patient's rhythm and stated "no shock advised". After approximately 90 seconds of the initial analysis, the device powered itself off. Medical personnel pressed the power button and the device powered back on. This occurred approximately 4 times during the patient event. Each time the device powered back on, the device would analyze the patient's rhythm and stated "no shock advised". The transporting agency's device was then used on the patient, a 94 year old male, and the patient's rhythm was asystole. Prior to transporting the patient to the hospital, the patient regained a pulse. The customer stated that they are not aware of the patient's outcome.

Manufacturer narrative:
Correction/removal reporting number of the supplemental medwatch should have included - 3015876-01/06/2017-001c.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was able to verify that the device did have multiple power on cycles recorded with no power off indication during the reported event. Physio replaced the battery wire harness assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery wire harness assembly and observed some wear and measeling on some contacts, which may result in the device losing power unexpectedly.